Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of a one-link needle-free IV connector during use. The operator tried to clear the air but noticed more air entered the device. There was no patient injury or medical intervention associated with this event. No additional information is available.